Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted customer with resetting pump using provided instructions, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if any malfunction code recurred.